Event description:
It was reported that before implant when checking that the lead helix would advance, the helix suddenly advanced after 19 turns. The lead was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead was returned, analyzed and no anomalies were found.